Event description:
Caller reported potential false positive troponin I (tni) results on triage cardiac profiler kit. Patient presented with chest pain. No further patient information was provided.

Manufacturer narrative:
Investigation pending.